Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been having problems with the sensor. The customer got a lost sensor alert. The customer's blood glucose level was 300 mg/dl. The customer declined troubleshooting for the high blood glucose because she was off the insulin pump for a while and that was what caused her blood glucose to go up. The customer also had blood everywhere when she inserted the sensor. Blood got inside the transmitter. The site was not actively bleeding. The customer's blood glucose level during the bleeding incident was 410 mg/dl. The customer had treated their high blood glucose with the insulin pump. The device will not return for analysis.